Event description:
It was reported, the patient has gained some weight. In turn, the ipg became deeper and the communication between the ipg and the external devices became intermittent. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).